Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage was found inside the insulin pump. The insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 71 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the insulin pump was exposed to rain. Customer advised the buttons respond intermittently and the device was flooded by rain. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.